Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje. E3 - occupation: ir manager. G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated from the catheter shaft. The device was successfully removed from the patient. It has not been confirmed if and how the procedure was completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. As reported, the procedure was completed by successfully placing a new drain.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated from the catheter shaft. The device was successfully removed from the patient. The procedure was completed by successfully placing a new drain. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, specifications and instructions for use (IFU), as well as visual inspection and functional test of the returned product, were conducted during the investigation. An ultrathane mac-loc locking loop multipurpose drainage catheter was returned in an opened, used and damaged condition. The catheter shaft was confirmed to have separated from mac-loc adaptor. The flare was examined, confirming no material elongation around the top portion of the flare. The mac-loc adaptor gap gauge passed the required gap gauge requirement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found one relevant nonconformance that could have contributed to the reported failure mode, in which nonconforming devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use [IFU multi2 rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, IFU, DHR, and returned device suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that unintentional force on the device due to patient mobility led to the separation of the catheter from the hub, this cannot be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.